Event description:
A nurse reported that after an intraocular lens (iol) was implanted, it was later observed to be misaligned. The lens was exchanged approximately 4 months after initial implantation. In a follow up, the nurse reported that the pt has an unexpected undercorrected astigmatic outcome.

Manufacturer narrative:
Eval summary: a returned sample was not rec'd. Prod history records were reviewed and documentation indicated the prod met release criteria. The customer reported the use of an approved cartridge and handpiece which are not compatible and may have been indicated in error. Two viscoelastics were indicated but it is unk if the approved component was used. The rood cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire was rec'd on (B)(6) 2015. (B)(4).